Event description:
The device could be interrogated after the rf antenna was disconnected.

Event description:
It was reported that the patient presented to the hospital with symptoms of palpitations. Upon attempt to interrogate to determine if the symptoms were caused by the implantable cardioverter defibrillator (ICD), the clinician noted that the interrogation would initiate but would stop when attempting to switch to radio frequency (rf). Further information regarding the intervention could not be obtained.